Manufacturer narrative:
The bicarbonate liquid reagent expiration date was not provided. The cobas c 503 analytical unit serial number was (B)(6). The qc was acceptable. The field service engineer (fse) found pink slime on the sample probe in the wash station and a pink ring around the tubing of one of the nozzles. He verified the nozzles/wash head positions, checked and adjusted the main water supply, and changed and adjusted the sample probe. He also adjusted the wash nozzles, the rinse, and the detergent levels. The fse then performed decontamination and photometer unit maintenance and replaced the cells and the lamp. Mechanical check, calibration, qc, and patient correlation were performed, and they were within specifications. The investigation is ongoing.

Event description:
We received an allegation about discrepant results for 8 patients' samples tested with bicarbonate liquid assay on a cobas c 503 analytical unit. Sample 1: initial result: >50 mmol/l. Repeat result: 34 mmol/l. Sample 2: initial result: 42 mmol/l. Repeat result: 28 mmol/l. Sample 3: initial result: 40 mmol/l. Repeat result: 27 mmol/l. Sample 4: initial result: 40 mmol/l. Repeat result: 27 mmol/l. Sample 5: initial result: 40 mmol/l. Repeat result: 27 mmol/l. Sample 6: initial result: >50 mmol/l. Repeat result: 30 mmol/l. Sample 7: initial result: 40 mmol/l. Repeat result: 22 mmol/l. Sample 8: initial result: 35 mmol/l. Repeat result: 20 mmol/l. The repeat results were deemed to be correct.